Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions the customer received multiple "cartridge change error" messages while attempting to load a cartridge onto the pump. Customer's blood glucose level was not impacted. Customer reloaded the cartridge onto the pump and the cartridge was successfully loaded.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.